Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 464 mg/dl, after taking insulin reached 507 mg/dl. No delivery alarm on insulin pump, blood at site and bent cannula were also reported. The insulin pump is not expected to be returned for analysis.